Event description:
Complainant alleged that during training of the facility's staff by a zoll sales rep, the device did not discharge and there was no ECG signal displayed. The complainant indicated that there was no pt involvement in the reported malfunction.